Event description:
Add'l lot no: 26j061196, or 26j171224.

Manufacturer narrative:
The customer did not return the sample to co for evaluation however the sample was examined by the co sales rep. At the hospital. She confirmed that the product was MFR backwards. Th emfg process was reviewed and it was found that although a fixture was being used in assembly that only allowed the distal port of the cassette to be solvented while the cassette is inthe fixture. Both the distal and proximal sets of tubing were available for solventing onto the cassette. The associate at this station apparently accidently solvented the wrong tubing set to the wrong port on march 10, 1997 co changed this practice to ensure that only the distal tubing set was available for solventing to the cassette while it was the fixture is in use. Co was able to confirm this issue and determine the cause. Based on this info, co believes that this issue has been addressed and that no additional action is necessary at this time. Co considers this MDR closed with this report.